Event description:
A report was received that the patient has an infection at the incision site over ipg. The symptoms are puss, oozing, soreness and swelling. The patient was prescribed oral antibiotics.

Manufacturer narrative:
Additional information was received that the infection was procedure related and the infection has cleared. Explanted device will not be returned to bsn it was discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient has an infection at the incision site over ipg. The symptoms are pus, oozing, soreness and swelling. The patient was prescribed oral antibiotics.

Manufacturer narrative:
Additional information was received that the infection was procedure related and the infection has cleared. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient has an infection at the incision site over ipg. The symptoms are puss, oozing, soreness and swelling. The patient was prescribed oral antibiotics.